Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, there was no output and the setscrew would not seat. The device was not implanted. No patient complications have been reported as a result of this event.